Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 39 mg/dl after pausing insulin delivery for several hours to avoid perceived low risk, then resuming delivery when blood glucose was elevated to approximately 400 mg/dl; subsequent self-administered corrections led to a low reading that was confirmed by a follow-up report, and the event was managed with oral glucose. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included insufficient information to define longer-term impact. Investigation included communication with the user and analysis of information provided by the user and system reports. Investigation of this case revealed no investigation findings, no specific medical device problem identified, and no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.